Event description:
It was reported to boston scientific that a sensation snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the snare failed to close and to cut the target polyp. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.